Manufacturer narrative:
Alleged failure: 3rd party insulation. Broken handle the failure(s) identified in the investigation is consistent with the complaint record in regards to third party repair insulation but not for broken handle. The handle was found to be intact during visual inspection. The root cause is third party repair insulation material. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.(B)(4).

Event description:
It was reported that the insulation had been compromised.